Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient's blood glucose on an unknown date was between 500-599 mg/dl with moderate ketones and excessive urination. It was reported the patient self-treated with insulin via injection and the patient discontinued pump therapy. An intermittent power issue, which was first observed on (B)(6) 2017, was reported. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.